Manufacturer narrative:
Bci customer service talked the customer through performing cuvette overflow recovery procedure. Customer did not run creatinine on the au400 analyzer again and field service engineer was not dispatched for this event. Root cause for erroneous results is associated with cuvette overflow.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining an erroneous creatinine result generated by the au400 clinical chemistry analyzer for one (1) patient. The erroneous result yielded 1.06 mg/dl and 1.5 mg/dl on an alternate instrument. The erroneous result was reported out of the lab. No effect to patient was reported with regard to the erroneous result.